Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative went to the site to inspect the system and confirmed the issue. The imaging system's motion charger 1 and 2 charger boards were replaced. A complete system checkout was performed after part replacement and all tests passed.

Event description:
Medtronic received information regarding an imaging system. It was reported that the regulators failed, and the charger boards showed output higher than spec. No patient was present.